Event description:
The chair allegedly caught fire. No injury is alleged. No details of the alleged incident have been given at this time.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model tdxsp [base] serial number (B)(4) and [tilt] serial number (B)(4) has a base 2 years old and a tilt that is 1.5 years old. User manual pn 1143190 rev g (jan-09) was issued with this device. Photos of the device were provided. Based solely on the photos, it appears that there are burnt wires/cables dangling from the wheel chair. Originally 2 years ago, the base was shipped without the tilt module. Approximately 1.5 years, the tilt module was added to the power wheel chair. This means the tilt was an add-on installation at the dealers and not built when the wheel chair was originally manufactured. Wiring positioning is important when adding components. It is unknown if the wiring harness was mis-positioned. The fire may be indicative of a pinched wire/cable harness sometime after the tilt module installation. The wire/cable harness may have been aggravated by the tilt module movement over time and eventually wore through the insulation exposing the internal metallic components of the wiring. It is unknown if the wheel chair has been exposed to rain, fluids, incontinence, etc. An investigation is still pending.